Event description:
Approx 3.5 hrs into the case a gradual onset of increased effort required to ventilate the pt. After removing the tube a slight kink in the tube was noted. There was no affect to the pt. Within the past 6 months, this has happened one other time.